Manufacturer narrative:
Details of this event were provided by the physician, csi field staff, and a medwatch report (B)(4), which was received by csi on 6 august 2019. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Additional information has been requested from the clinic regarding the return of the device, but additional information has not been received. If additional information is received or if the device is received for analysis, a supplemental report will be submitted. (B)(4). Additional information regarding another csi device used in this procedure is documented in MDR 3004742232-2019-00203. (Related csi ID: (B)(4))

Event description:
The coronary viperwire guide wire fractured during attempts to remove a stuck coronary diamondback orbital atherectomy device (oad) [MDR 3004742232-2019-00203]. The target lesions were located in the right coronary artery (rca) (ostial, proximal, mid, and distal), the left anterior descending (lad), and the left circumflex artery (lcx). Treatment of the lesions in the rca was successful, and the viperwire was removed and replaced with a guide wire that was inserted into the left main artery. A workhorse wire was used to cross the lesion located in the lcx and was then exchanged for a viperwire. The oad was re-inserted into the patient, and glide assist was used to cross the lesion prior to treatment in order to treat the lesion from a retrograde approach. Two treatments were performed for approximately 20-25 seconds each, and the oad became stuck. During the attempts to remove the oad, the viperwire was pulled, and the distal tip fractured. A stent was advanced into the lcx in an attempt to trap the fragment against the vessel wall. Vessel angulation caused some difficult in maneuvering the stent, and a competitor catheter was inserted. Attempts to retrieve the wire fragment were abandoned in order to continue efforts to remove the stuck oad.